Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A document assessment (fmea) was conducted and no changes were required. Per the DHR (device history record) the product et tube, sher-I-bronch, ls, 37 fr, lot number 01k1300144 was manufactured on 10/17/2013. The DHR investigation did not show issues related to complaint. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the fiberoptic scope, used during the procedure, would not pass through either lumen of the device because the tube appeared bent at the oral pharynx.